Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.